Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the line power light of the viewing station would not power on and the unit would not boot up. To restore functionality the din rail fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: b i71000522, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system would not power on. There was no patient present when this issue was identified.